Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had an unexpected restart alarm. The customer¿s blood glucose level was 183 mg/dl. The customer reported that they had changed a battery and received an unexpected restart alarm. The troubleshooting was performed and they changed the battery and the insulin pump alarmed unexpected restart alarm. The customer was advised that the pump will need to be replaced. The customer was advised to monitor the pump and that patient may continue to wear the pump until replacement arrives. The insulin pump will not be returned for analysis.